Event description:
Both rv unipolar and bipolar impedance out of range. Rv sensing is 2.8 mv. There is a higher incidence for oversensing myopotential when programmed unipolar sensing. These are st. Jude leads, the rv lead is 15 years old. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).